Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their recharger was getting really hot and doesn't really charge fast. At first, they thought something was wrong with their program however the issue continued even after reprogramming. Pt mentioned that they've been troubleshooting the device, but the issue remains unresolved. Pt commented that it was "bothersome". Pt noted that they spoke with manufacturer representative (rep) and they were advised to call pt services to request for a replacement recharger. Agent sent a request to repair to replace the recharger. Additional information was received from the manufacturer¿s representative. The representative stated that the notified date is unknown, as it was simply whenever she contacted technical services. Rep further explained that the exact cause of issues recharger becoming excessively hot and charging slowly was undetermined. The representative confirmed that the issue has since been resolved.

Manufacturer narrative:
H3: analysis of the product ID 97755-s lot# serial# (B)(6) , revealed no device found message record the two values: - the highest number (100) - the low number (100). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.